Event description:
Please refer to the attached voluntary medwatch report ((B)(4)) for the original description of the event.

Manufacturer narrative:
An attempt to acquire info required for this form could not be made by gore. Gore received notification from FDA that the voluntary report contained all of the info presently available. All info has been placed on file for use in tracking, trending and follow up.